Event description:
This report is based on information provided by philips remote service engineer (rse) has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the self-test. The customer worked with the rse repeating the self-test, and the device passed testing. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was only confirmed by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was fully functional after repeating the self-test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.